Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported door not fully latched alarms which were reproduced at power up. The reported door not fully latched alarms were verified through a review of the event history log and found to be caused by a loose upper link screw during visual inspection. The link screws were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a door not fully latched alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.